Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had not been scheduled for his revision yet due to scheduling conflicts at the hospital¿s or. Additional information received reported the revision had still not been scheduled, the rep was waiting for the hospital to give her a date.

Event description:
It was reported one lead had out of range impedances. It was noted the patient¿s healthcare provider planned to replace the patient¿s leads. It was reported reprogramming and x-rays were also performed. It was noted the cause of the issue was a patient fall. It was reported the fall resulted in pain at the lead site and a loss of stimulation. It was noted the left lead had the out of range impedances. It was reported the reprogramming attempt was not successful. It was noted the x-rays showed the left lead had migrated. It was reported the patient¿s healthcare provided planned to replace the extensions as well as the leads. It was noted the patient had less than fifty percent therapy relief at the lead location. It was reported the revision was not yet scheduled.

Event description:
Additional information received reported the patient¿s revision had not been scheduled.